Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -9.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2024, as a replacement lens. The surgeon indicates after the replacement there is still low vault value. The patient will be observed. Lens remains implanted.

Manufacturer narrative:
Claim# (B)(4).